Manufacturer narrative:
(B)(4). Unit passed displacement, sleep current measurement, active current measurement, and self tests. No pump error 23 occurred during testing. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing either. However, while unplugging the internal battery socket for the pump error 25 test, the j6 internal battery connector accidently got yanked off of pcba1. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Battery cap was not damaged. The insulin pump had battery failed alarm. The insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.